Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead was over-sensing noise, which caused a delay in atrial pacing. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 21.3-21.5 cm from the connector pin consistent with lead friction to the pacemaker¿s (pm) can. This is consistent with the observation from the field of the right atrial (ra) lead sensing noise.